Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted. To further reduce mr, an additional xt clip was prepared per the instructions for use (IFU) and inserted without issues. However, while in the valve, it was observed that one gripper was not functioning as intended. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip was removed and replaced. Upon removal, it was observed that one of the grippers lines had disconnected. One clip was then deployed, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Returned device analysis did not confirm a gripper line break as the gripper line was observed to be intact; however, it was noted that the non-tactile marker gripper line had separated from the clip (material separation) and was outside the l-lock shaft holes with the gripper line trumpet intact. The single gripper actuation issue, however, was confirmed. The investigation determined the gripper line separation resulting in the reported single gripper actuation issue to be related to a potential product quality issue, therefore, exception (issue) 130421 and exception (action) 135842 are referenced. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on available information and analysis of the returned device, the reported gripper line break appears to be related to the user interpretation of the gripper line being disconnected from the device. The reported single gripper actuation issue was a cascading event of the gripper line separation. The investigation determined the gripper line separation resulting in single gripper actuation issue to be related to a potential product quality issue. This complaint is within the scope of an exception (issue) 130421 and exception (action) 135842 as the complaint description and device codes match the specific issue described in the exception. The investigation evaluated the reported issue, and the engineering group identified the likely root cause to be related to manufacturing variability. However, the investigation confirmed this not to be related to the manufacture, design or labeling of the product. Additionally, it was confirmed that the calculated occurrence risk level is within the expected rate per the risk assessment. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.